Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the surgeon felt the injector was hard to push and then as the lens was deploying it delivered outside of the eye onto the surface of the eye. The lens was noted to be scratched. Another lens was implanted instead.

Manufacturer narrative:
The device and the lens were returned in the blister tray. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger was retracted to mid-nozzle. The nozzle tip of the device has stress lines. The posterior of the device has a stress formation that has enlarged into an aneurysm. The aneurysm begins prior to the fill line and travels through the thick nozzle cone wall and the wound guard. This damage has stretched the material of the wound guard and travels further, splitting the posterior tip. The lens was returned in the blister tray. Viscoelastic is dried on the lens. The posterior of the optic is heavily scraped in several lines along the center of the optic with a slight direction change to each line of damage. The edge is also scraped travelling toward the optic center. A piece of what appears to be a torn portion of top coating from the device interior was observed on the optic in the location of the heavy damage. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. A qualified viscoelastic was used. The device and the lens were returned separately. Both were heavily damaged. The root cause of the damage may be a failure to follow the dfu. Severe tip damage was observed to the device. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the bottom of the nozzle started in the thick wall cone area of the nozzle. The damage extended through the thick would guard area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. The observed device damage would indicate the lens and/or plunger were not in acceptable positions for advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a negative outcome. The dfu instructs to gently advance the plunger in one smooth continuous motion to deliver the iol. In addition, the location of the device damage beginning prior to the fill line, and the appearance of the lens' heavy directional scrape marks along the posterior surface also suggests the lens was not in an acceptable position for advancement, and endured more than one attempt of retracting and progressing the plunger during a plunger underride. The manufacturer internal reference number is: (B)(4).